Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the presumed cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the olympus ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, the investigation indicates missing adhesive at forceps cover, pink rubber on probe with wide gap, and crack in the adhesive around the light guide lens. There was no patient involvement.